Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)/expulsion of essure device/migration of essure device- location of device') and cardiac disorder ('blood or heart disorder/condition type') in an adult female patient who had essure (batch no. H6271524-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, myomectomy and abdominoplasty. Did you undergo an essure confirmation test? Yes , other (please describe) unknown. What did your healthcare provider tell you about your results? One of them wasn't in place and I have ovarian fibroids. Previously administered products included for an unreported indication: formalin and provera. Concurrent conditions included overweight, uterine bleeding, ectropion of cervix, nabothian cyst, uterine leiomyoma, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, enlargement uterine, blood loss of (nos) and vomiting. Concomitant products included ibuprofen since 2013, montelukast sodium (singulair) since 2013 and salbutamol (albuterol) since 2013. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition type"), cardiac disorder (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain upper ("gastrointestinal or digestive system condition type: "stomach pain""), alopecia ("hair loss"), visual impairment ("vision/eye problems-type"), ovarian fibrosis ("ovarian fibroids") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, reproductive tract disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal pain upper, alopecia, visual impairment, ovarian fibrosis and eye disorder outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, menorrhagia, migraine, nausea, nervous system disorder, ovarian fibrosis, pelvic pain, reproductive tract disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2011 and now (B)(6) 2012. Current weight 153 lbs. Failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s mr:vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)/expulsion of essure device/migration of essure device- location of device') and cardiac disorder ('blood or heart disorder/condition type') in an adult female patient who had essure (batch no. H6271524-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, myomectomy and abdominoplasty. Did you undergo an essure confirmation test? Yes , other (please describe) unknown. What did your healthcare provider tell you about your results? One of them wasn't in place and I have ovarian fibroids. Previously administered products included for an unreported indication: formalin and provera. Concurrent conditions included overweight, uterine bleeding, ectropion of cervix, nabothian cyst, uterine leiomyoma, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, enlargement uterine, blood loss of (nos) and vomiting. Concomitant products included ibuprofen since 2013, montelukast sodium (singulair) since 2013 and salbutamol (albuterol) since 2013. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition type"), cardiac disorder (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain upper ("gastrointestinal or digestive system condition type: "stomach pain""), alopecia ("hair loss"), visual impairment ("vision/eye problems-type"), ovarian fibrosis ("ovarian fibroids") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, reproductive tract disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal pain upper, alopecia, visual impairment, ovarian fibrosis and eye disorder outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, menorrhagia, migraine, nausea, nervous system disorder, ovarian fibrosis, pelvic pain, reproductive tract disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2011 and now (B)(6) 2012. Current weight 153 lbs. Failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s mr:vaginal bleeding. Most recent follow-up information incorporated above includes: on 20-aug-2019: update of information (batch is not valid). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation (uterus)/expulsion of essure device/migration of essure device- location of device /one of them wasn't in place') in an adult female patient who had essure (batch no. H6271524-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, myomectomy and abdominoplasty. Did you undergo an essure confirmation test? Yes , other (please describe) unknown. What did your healthcare provider tell you about your results? One of them wasn't in place and I have ovarian fibroids. Previously administered products included for an unreported indication: formalin and provera. Concurrent conditions included overweight, uterine bleeding, ectropion of cervix, nabothian cyst, uterine leiomyoma, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, enlargement uterine, blood loss of (nos) and vomiting. Concomitant products included ibuprofen since 2013, montelukast sodium (singulair) since 2013 and salbutamol (albuterol) since 2013. In 2011, the patient had essure inserted. In 2012, the patient experienced visual impairment ("vision/eye problems-type"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), genital haemorrhage ("reproductive system disorder or condition type of disorder or condition/bleeding a lot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), palpitations ("blood or heart disorder/condition type/palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain upper ("gastrointestinal or digestive system condition type: "stomach pain""), alopecia ("hair loss"), ovarian fibrosis ("ovarian fibroids") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy/oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, genital haemorrhage, bladder disorder, urinary tract disorder, palpitations, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal pain upper, alopecia, visual impairment, ovarian fibrosis, eye disorder and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, ovarian fibrosis, palpitations, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2011 and now (B)(6) 2012. Current weight 153 lbs. Failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(unspecified)- one of them wasn't in place and I have ovarian fibroids.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s mr:vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2020: pfs received. Event added: uterine fibroids. Event clubbed blood or heart disorder/condition type/palpitations and pt term updated event palpitation and event reproductive system disorder or condition type of disorder or condition/bleeding a lot. Event deleted: cardiac disorder. Event onset date added for: eye disorder. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation (uterus)/expulsion of essure device/migration of essure device- location of device /one of them wasn't in place') in an adult female patient who had essure (batch no. H6271524-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, myomectomy and abdominoplasty. Did you undergo an essure confirmation test? Yes , other (please describe) unknown. What did your healthcare provider tell you about your results? One of them wasn't in place and I have ovarian fibroids. Previously administered products included for an unreported indication: formalin and provera. Concurrent conditions included overweight, uterine bleeding, ectropion of cervix, nabothian cyst, uterine leiomyoma, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, enlargement uterine, blood loss of (nos) and vomiting. Concomitant products included ibuprofen since 2013, montelukast sodium (singulair) since 2013 and salbutamol (albuterol) since 2013. In 2011, the patient had essure inserted. In 2012, the patient experienced visual impairment ("vision/eye problems-type"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), genital haemorrhage ("reproductive system disorder or condition type of disorder or condition/bleeding a lot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), palpitations ("blood or heart disorder/condition type/palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain upper ("gastrointestinal or digestive system condition type: "stomach pain""), alopecia ("hair loss"), ovarian fibrosis ("ovarian fibroids") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy/oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, genital haemorrhage, bladder disorder, urinary tract disorder, palpitations, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal pain upper, alopecia, visual impairment, ovarian fibrosis, eye disorder and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, ovarian fibrosis, palpitations, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2011 and now (B)(6) 2012. Current weight 153 lbs. Failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(unspecified)- one of them wasn't in place and I have ovarian fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s mr:vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)/expulsion of essure device/migration of essure device- location of device') and cardiac disorder ('blood or heart disorder/condition type') in an adult female patient who had essure (batch no. H6271524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, myomectomy and abdominoplasty. Did you undergo an essure confirmation test? Yes, other (please describe) unknown. What did your healthcare provider tell you about your results? One of them wasn't in place and I have ovarian fibroids. Previously administered products included for an unreported indication: formalin and provera. Concurrent conditions included overweight, uterine bleeding, ectropion of cervix, nabothian cyst, uterine leiomyoma, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, enlargement uterine, blood loss of (nos) and vomiting. Concomitant products included ibuprofen since 2013, montelukast sodium (singulair) since 2013 and salbutamol (albuterol) since 2013. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition type"), cardiac disorder (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain upper ("gastrointestinal or digestive system condition type: "stomach pain""), alopecia ("hair loss"), visual impairment ("vision/eye problems-type"), ovarian fibrosis ("ovarian fibroids") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, reproductive tract disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal pain upper, alopecia, visual impairment, ovarian fibrosis and eye disorder outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, menorrhagia, migraine, nausea, nervous system disorder, ovarian fibrosis, pelvic pain, reproductive tract disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2011 and now (B)(6) 2012. Current weight (B)(6) lbs. Failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s mr: vaginal bleeding. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received- case becomes incident. Event injury was removed. New events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, reproductive system disorder or condition type of disorder or condition, bladder or urinary problems or changes, blood or heart disorder/condition type: nausea, dental problems, neurological conditions or problems type, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, perforation (uterus)/expulsion of essure device, /migration of essure device- location of device, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: "stomach pain", vision/eye problems-type, ovarian fibroids and hair loss were added. Lot number and expiration date was added. Product indication was updated. Explant date was added. Patient¿s date of birth, weight and height were added. Concomitant drug, lab data and medical history were added. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.